Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the user facility biomed reported that a week ago, while on a pt the device alarmed "circuit occlusion." No specific date was given for the incident. It was reported that the pt was being weaned from the vent at the time of the alarm, was just taken off the vent and there was no harm to the pt.

Manufacturer narrative:
Carefusion has requested add'l info from the user facility on the reported event and the status of the pt. As of 06/19/2015, there has been no add'l info provided by the user facility. (B)(4). A carefusion field svc rep was dispatched to the user facility. The field svc rep evaluated the device and was unable to reproduce/verify the reported event. As a precaution the carefusion field svc rep recalibrated the device's pressure transducers per the svc manual. He then ran the device through the operational verification procedure (ovp) and the device passed all tests with no issues.